Event description:
Healthcare professional reports rupture diagnosed by MRI. Device has been explanted. This relates to the left device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flow opening. ¿ use error: observed per expiration implant date.

Event description:
Healthcare professional reports rupture diagnosed by MRI. Device has been explanted. This relates to the left device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and use error.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, h6.